Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the clip to his trousers has broken and the screen is badly scratched. The customer fell at school and the pump had cosmetic damage. The customer stated that the reservoir does not show sign of physical damage. The customer stated that the scratch is on the lcd screen. The mother stated that when the customer does a bolus it is hard to read. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. The insulin pump was returned without the original belt clip. No damage in the belt clip slot noted.